Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9660651, lot/serial #: unknown ; product ID: 9733625, (lot/batch #: unknown) ; product ID: 9733627, (lot/batch #: unknown) ; product ID: 9735225r, (lot/batch #: unknown) h2) the emitter was returned for analysis and is currently under analysis. H2) additional information was received: the manufacturer representative (rep) stated that when bringing a known working emitter to the site the symptoms were persisting. The emitter box had error code 8 on the back (communication error). Technical service recommending getting a known working emitter box to try on the system. If the issue resolved check end of guaranteed service (eogs) approval for the emitter box, if not check eogs approval for emitter communication cable. The manufacturer representative (rep) reported the issue persisted after replacing the emitter box, the emitter is also not chirping or communicating, and the system was getting power. The rep was reseating the emitter power cable and borrowing an emitter power cable from another site to see if issue was resolved. The manufacturer representative (rep) stated that they troubleshoot the system. They she tried another emitter power cable with the new emitter box the issue was unresolved. The rep plugged in the old emitter box: em interface suggested needing a new emitter box as the drive noise fields were blank and all fault codes in the power launch page were listed. Usb view did not have mdt 422 converter listed. Technical service requested the rep to plug in the new emitter box to run the same tests and the em interface would launch for a second and then kick them out. The rep attempted to reset basic input output system (bios) settings and it displayed "system haulted." After attempting to login to admin, it would prompt them to set the date/time but would not save it. The rep remembers setting the bios after replacing the complementary metal oxide semiconductor (cmos). When booting down each time, the rep still recei ved the power supply failed message. The manufacturer representative (rep) performed further troubleshooting. The uninterruptable power supply (ups) test failed they reseated the cable rs232, there was no resolution. When unplug from the wall power no backup battery was seen. They tried to boot up into basic input output system (bios) setting and system halted. They hit "esc", no effect, hit "ctrl" + "alt" + "del", no effect, they did a hard rebooted and booted up to black screen with no signal. Pressed complementary metal oxide semiconductor (cmos) reset and nothing happened. Next steps was to get end of guaranteed service (eogs) approval for the central processing unit (cpu), ups, and battery. Replace cpu first and test to see if issues were resolved, if not, also replace ups and battery. Codes: g02002 battery is for the battery 9733627 g02007 computer is for the computer 9735225r g02027 power supply is for the ups 9733625 g04060 generator is for the generator 9731203 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9660651, serial/lot #: (B)(6) h2-3) the axiem was returned to the manufacturer for evaluation. After functional evaluation and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9731203, h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after replacing the complementary metal oxide semiconductor (cmos) battery, a localizer fault occurred. The cables were re-sat, and there was no additional emitter to test. The probable cause of the reported issue is suspected to be related to the emitter. There was no patient involvement.